Manufacturer narrative:
Emergent heart bypass. Myocardial infarction, heart failure. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the critical care unit at approximately 0313am, there was an equipment error in the ccu. A patient was in early post-op recovery s/p open heart surgery. An epinephrine infusion had been turned off, but left in the channel still attached to the patient. It was then necessary to use that channel to infuse an antibiotic. The epinephrine drip was pulled from the channel, leaving it still attached to the patient, and the antibiotic was hung. The patient immediately experienced nausea, chest pain and became hypertensive with bps in the 200s. By 0325, the o2 saturations fell to the upper 70s. The staff was in the room at the time and responded supportively. The surgeon was called. It was then noted that the white safety clamp did not engage on the epinephrine tubing when the door was opened and the tubing removed. The epinephrine had been free- flowing into the patient during the time it was out of the device. The patient's o2 sats rose above 90% by 0335 with the patient on bipap at 100%. The bp decreased to 147/56 by 0340. There was a temporary dip in the blood ph and it took extra time to wean off the bipap, however there was no lasting impact to the patient.